Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the purge was running on the server. A technical support specialist referred to knowledge article 000012130 "retry - insert into purge.purgestatistics" in order to resolve the issue, then restarted datasync service in server and station. Monitor the station debug log and verify the station was successfully uploaded and no variation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was on retry mode and shows problem on health sight viewer. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.